Event description:
It was reported on (B)(6), during a contrast examination, patient was using the device normally, with no immediate clinical complications. However, after the examination, the nursing team identified fluid leaking from the catheter's insertion ostium. Faced with this situation, we carried out a technical assessment and decided to remove the device. After removal, rupture and serum leakage were observed when testing the catheter at a 7cm mark, confirming structural failure. It should be noted that, in the medical records, the catheter was patent, with no signs of obstruction or resistance to use. The catheter in question had been inserted on (B)(6), with no complications up to the date of the event. There was no harm to patient.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is confirmed; however, the exact cause is unknown. One 4 fr single lumen powerpicc catheter was returned for evaluation. An initial visual observation showed use residue on the returned sample. A 2 cm longitudinal split was observed in the catheter, and evidence of kinking was observed in the catheter tubing at the location of this split. A microscopic observation revealed the edges of the split to be jagged and uneven with the fracture surfaces granular in texture. Kinking of the tubing was observed in the area of the split; however, additional factors such as compressional and/or torsional forces may have also contributed to the observed damage. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter was confirmed; however, the root cause was not identified. The implicated product was one 4fr single lumen powerpicc catheter and the returned product was one photograph and one digital video depicting a 4fr single lumen powerpicc catheter. The video depicted the device being flushed with a clear infusate. Fluid was observed leaking from the catheter shaft between the 4cm and 5cm depth marking. The photograph depicted a closer view of the leaking region. A longitudinal split was observed in the catheter shaft. Kinking was observed at the split site. Damage was evident in the catheter in the submitted photograph and video; however, inspection of the photo/video was insufficient to identify the cause of the damage. The split shape and catheter kinking suggested that flushing against a kink/occlusion may have contributed.